Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an intermittent audio output and a hypoglycemic event was reported. At 11:30pm, the patient¿s spouse woke up to the patient screaming and having violent tremors and seizures due to hypoglycemia. The patient fell out of the bed and hit her head on the side table. He indicated that the dexcom did not hear a warning from the dexcom receiver. The patient¿s spouse noticed blood coming from the patient¿s head and the patient was unresponsive. He treated the patient with a full glucagon syringe and the patient recovered. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed; the test passed. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The resistance of the speaker was measured, and the resistance was within specification. The confirmation of allegation could not be confirmed. A probable cause could not be determined.